Event description:
While reaming with combination reamer, reamer shaft and pin was locked and tip of pin protruded about 80 mm into pelvic through acetabular. Surgeon was not aware of this incident until he stopped drill, although image device was used to monitor location of pin. After reaming was completed and pin was removed from pelvic, surgeon continued operation as usual. No pt health damage was reported so far.